Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, no definitive conclusion can be drawn. The post market clinical staff is currently in the process of requesting pt medical records including a death certificate and autopsy report. A supplemental report will be filed upon completion of investigation. Related mds: 1713747-2014-00019, 1713747-2014-00020, 8030665-2014-00048, 1225714-2014-00085 and 1225714-2014-00086.

Event description:
A hemodialysis technician reported in (B)(6) 2013, a pt expired while connected to the machine. After following up with the technician, he stated that the pt's death was in no way related to the machine. He stated that the machine passed a series of adverse event testing during their investigation and was returned to the floor for use. The specific date of the pt's death was not provided. The cause of the pt's death was not provided.